Manufacturer narrative:
Customer reports experiencing undertermined results when running known positive patient samples and positive control material. Customer reports these issues when using l018180130384 lot# m2200239. Field applications team are currently working with the customer to establish root cause. Retained unit testing is currently underway. Device batch records were reviewed as part of the investigation and no issues have been noted. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.

Event description:
Customer reports experiencing undetermined results when using known positive sample and positive control material. Customer reports issue with kit lot# m2200366.